Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted. Reportedly, the customer has back up lantus and novolog shots for continued insulin therapy.